Event description:
The complaint was reported as: while using the comfort flo heated wire circuit on a patient in the pediatric ICU, nursing noticed that the wire in the circuit became extremely hot. There was no melting or negative patient outcome. No patient injury reported.

Manufacturer narrative:
A visual, functional and dimensional inspection could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. The product IFU (instructions for use) states several warnings in order to prevent overheating of the circuit. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.